Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the biomed called the technical support engineer (tse) and stated that there was a non-recoverable fault. Error 5 was reported for the personality module surgeon console (pmsc) fan on the surgeon backplane (sbp). The tse suggested that the customer hard power cycle the surgeon side console (ssc). The issue was not resolved after a couple of restarts. The tse informed the customer that the system was down. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with nothing out of the ordinary noted. Ports were placed prior to the issue being identified. System functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was converted to traditional laparoscopic surgery because the system was unable to recover the error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced pmsc fan to resolve the issue. The system was verified and ready to use.